Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-01097, 1627487-2022-01098, 1627487-2022-01099. It was reported the patient lost therapy it is unknown if the ipg depleted prematurely. In turn, diagnostics indicated the left lead had high impedance over 3000. As a result, surgical intervention occurred wherein the right ipg and left extension was explanted and replaced to address the is the issue. It is unknown which extension is left therefore all are being reported.